Event description:
The device functioned properly from the time of original implant up to and including when the pt went on vacation. The pt went to sleep with complete device functionality. Upon awaking the next morning (exact date unknown), he was unable to perceive sound (no "link" or communication between the ics and the speech processor). The family returned from vacation the following week. The pt was seen at the implant center on 8/23/96. Different speech processors, headpieces/cables, and portable cochlear implant testers were made on 8/28/96. When those efforts were unsuccessful, the pt was scheduled for revision surgery.

Manufacturer narrative:
Section 6- code 86: device eval consists of the following: a review of the device history record (DHR); visual examination; bright light examination; x-ray examination; electrical testing; leak testing; case removal; internal visual examination; internal electrical testing. Section 6- code 68: the ceramic case was cracked; most probably the result of an impact the pt might have received prior to the malfunction. The crack compromised the hermeticity of the enclosure containing the hybrid. Intrusion of moisture leg to the malfunction of electronic circuitry which, in turn, caused a loss of link.